Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No missing segments/partial display anomaly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump partial display and audio anomaly. The customer¿s blood glucose was 272 mg/dl. Customer stated that the screen was not shut off. Customer also stated that the insulin pump was beeping only. The insulin pump will be returned for analysis.